Event description:
If the output factors are entered in ptsuni at a depth not equal to the depth of dose maximum (dmax), the number of monitor units (mu) is incorrectly calculated for an ssd type setup.